Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient's implant wouldn't hold a charge and the issue began about a week ago or a little more. Patient rep stated that if the patient didn't check the charge level at night, the patient would wake up in pain because the implant was dead. Patient rep unlocked the controller; controller showed 70% and implant 40% and was on group b. Patient rep denied any falls/trauma and any error messages/codes. Agent asked and patient rep mentioned the implant would last 2-3 days maybe 4 days even before but now the implant would last a day. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.